Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the injection when pushed in would go on top of the lens instead of underneath and scratch haptic. This was occurred across a number of cases with multiple users. Additional information has been receive and stated that event occurred last 6 months roughly, the lens was remains implanted. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. One opened company iol delivery system injector sample was returned for evaluation for the report that the injector went on top of the lens instead of underneath and scratched the haptic. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming with the plunger observed to be bent. No damage was observed on the surface of the plunger. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. Device or batch record review a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. Conformance achieved the investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Inconclusive the evaluation does confirm the injector plunger is bent, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in june 2022. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).